Manufacturer narrative:
Since the customer was unable to provide any specific details regarding the number of cases, devices and patients, one report is being submitted. The products were not returned for evaluation. Without the return of the devices, the root cause of the problem cannot be determined. The product lot numbers were not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the devices.

Event description:
The physician reported several cases in which the rotating hemostasis valve (rhv) that attaches to the indigo system aspiration catheter breaks. In addition, the top of the rhv has fallen off on multiple occasions. The physician indicated that the issue was not isolated to one catheter size. Furthermore, the physician did not have any specific details regarding each event and therefore, no patient information was provided.